Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer did not report or reset the pump within the last 24 hours but contacted technical support for the first time regarding these incidents, and a replacement pump was arranged. The pump was still under warranty. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and provided instructions on how to put the pump into storage mode before returning it. The customer acknowledged understanding these instructions and was advised to return the defective pump using a prepaid label within ten days.